Manufacturer narrative:
(B)(4): the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: proximal aortic neck angulation not to exceed 60 degrees. Additionally, the IFU states, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 54mm in diameter and was implanted with gore excluder aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent re-intervention for a pseudoaneurysm at the proximal neck at the level of the proximal graft insertion area due to ruptured calcified plaque. Wall stents were placed in the proximal landing zone. The patient tolerated the procedure. Follow up computed tomography on (B)(6) 2015 determined the maximum aneurysm diameter measured 48mm, the patient as discharged from the hospital on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
The psuedoaneurysm was reported to have developed after successful deployment of the gore excluder aaa endoprostheses featuring c3 delivery system during angioplasty of the proximal neck of the device with a q50 plus stent graft balloon catheter. The patient's neck angle of 82 degrees and calcified plaque in the proximal neck were reported to be contributing factors to the development of the psuedoaneurysm.

Manufacturer narrative:
A review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.